Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had flashing white display. The customer¿s blood glucose level was 5.0mmol/l at the time of the incident. Troubleshooting was performed and the display did not return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. (B)(4).